Event description:
It was observed that during the device evaluation, the air/water tube of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water tube of the gastrointestinal videoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. [Conclusion] the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor complaints for this device.